Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2018-mar-07. It was reported that there was an interference issue. It was reported that the patient follow-up with their endocrinologist. The hcp had questions regarding the patient¿s stimulator and possible interference with the next generation insulin pumps. Per the consumer, they were told the manufacturer¿s official answer regarding interference was ¿possibly to probably¿ depending on the charging frequency used by the next generation battery. It was reported to be increasingly more common. Per the consumer, they were advised to pick one of the 2 devices. It was noted that the insulin pump was required for the prolongation of the patient¿s life while the stimulator drastically changed their life for the better because otherwise they were like a zombie due to the constant pain. The consumer inquired more about the charging of the new generation stimulator and if a pain pump would be a better option for them. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that charging of the spinal cord stimulator device has interfered with the insulin pump because of the magnetic field the charging puts out. Patient said health care professional (hcp) found that the pump kept getting false reading and it download false reading so that it would look like the patient was blousing himself all night long. They found that it was the recharger antenna that was doing that to the pump. Patient said he had taken to taking the insulin pump off and placing it in a different room when he had to charge his implantable neuro stimulator (ins), which was inconvenient for the patient. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.